Event description:
It was reported that five years two months and twenty-seven days post the port placement, the device allegedly had no blood return. It was further reported that the catheter was allegedly found to be fractured upon chest x-ray examination. There was no reported patient injury.

Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. H10: d4 (expiration date: 01/2021). H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: one powerport isp MRI implantable port attached to a groshong catheter in two segments was received for evaluation. Visual, microscopic, tactile and functional evaluation were performed. A complete circumferential break was noted on the distal end of the attached catheter and the proximal end of the distal catheter segment. The proximal end of the distal catheter segment returned was elliptical in shape and the edges were noted to be uneven. The edges of the complete circumferential break on the distal end of the attached catheter were noted to be jagged. The surfaces of the breaks were noted to be round and smooth in one region and granular in the other region. Therefore the investigation is confirmed for the reported fracture and the identified material separation issues. However, the investigation is inconclusive for the reported suction issue as the exact circumstance at the time of the event reported was unknown. The definitive root cause could not be determined based upon available information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: d4 (expiration date: 01/2021), g3, h6 (device, method). H11: h6 (result, conclusion). H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that five years two months and twenty-seven days post the port placement, the device allegedly had no blood return. It was further reported that the catheter was allegedly found to be fractured upon chest x-ray examination. There was no reported patient injury.